Manufacturer narrative:
1. DHR/bhr review lot 3332142. 1-this batch of products were assembled at intima ii auto line 4 in november 2023, and packaged at r240 package line in november 2023. Work order quantity was (B)(4). 2-review the in-process test reports and outgoing test reports, and all test results meet the product specifications. 3-review the production records with no nonconformance, deviation or rework activities. 2. No defective samples and photos have been received, the specific site and damage state of the break of the extension tubing cannot be identified. 3. The retained sample of this batch is taken for the pull strength test between the extension tubing and the pp connector, and the pull strength test between the extension tubing and the catheter hub. The test results are all within the product specifications. Please refer to the attachment for test reports. 4. No similar complaints have been received from other hospitals regarding this batch of products. Conclusion: no abnormality is found on process and the retained sample, and no similar complaints have been received from other hospitals regarding this batch of products. As the defective sample has not been returned, the relevant tests cannot be performed, and the usage of the sample is unknown, the root cause of the break of the extension tubing cannot be determined. The plant will continue to follow up the complaint.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd intima-ii y 24gax0.75in prn ec slm npvc tubing seperated from adaptor on (B)(6) 2024, due to the patient's daily infusion and poor blood vessel conditions, in order to avoid repeated punctures and protect the blood vessels, an intravenous indwelling needle was used for the patient. On (B)(6) 2024, when caring for the patient with the indwelling needle, it was discovered that the extension tube of the indwelling needle was disconnected. The nurse immediately pulled out the indwelling needle and performed a second puncture on the patient.